Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3 date received by mfg - correction; please remove 10/19/2024 from g3 date on the initial MDR. It should be 10/29/2024. H2: type of follow up - correction/ additional info.

Event description:
Subsequent to the initial MDR, a correction is required.